Manufacturer narrative:
The explanted lead was expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the clinic due to shortness of breath. Upon interrogation of the device, loss of capture (loc) was observed on the right ventricular (rv) lead, even at maximum outputs. The reason for the loc was not provided, but the physician tried to reposition the lead. However, no acceptable location was found and this lead was removed. A new lead of the same model was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported loss of capture that was observed clinically.